Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Fistula is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. The attorney alleges infection and explant of the device. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient was diagnosed with a ventral hernia and underwent ventral hernia repair with an unspecified bard/davol ventralight st. In the months following the (B)(6) 2014 implant of the ventralight mesh, patient continued to experience chronic abdominal pain, and further experienced infections. The mesh continues to cause chronic abdominal pain, infections, and fissures. (B)(6) 2016: the patient had additional surgery to remove the implanted mesh. The patient has experienced significant mental and physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures. The patient has experienced mental and physical pain and suffering has sustained permanent injury, has undergone medical treatment and/or corrective surgery and hospitalization, and other damages due to the alleged defective ventralight st product.